Event description:
The pt called to report that their pump was dead. Their lcd screen was foggy when they got off the plane yesterday. They tried three new sets of batteries but none of them worked. The pt went back on injections.